Event description:
It was reported that the patient received an inappropriate shock. But instead of 35 joules, the patient received 1.2 joules. The shock impedance was less than 20 ohms. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.